Event description:
The customer reported the ventilator went vent inop, and alarmed during use. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a sensor failure. The service technician replaced the exhalation flow sensor. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications. The service technician reported there was an f&p 850 humidifier in use on the ventilator.